Event description:
Dealer advised the bolt for the handle adjust was missing and right rear wheel is rubbing and binding out of the box from order (B)(4).

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.